Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out of its space contributing to the jaw failure. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. When the trigger was pulled by itself, it functions as intended but the jaw doesn't close completely. This complaint can be confirmed. This failure can be attributed to user technique issue. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that an expressew 3 autocapture top jaw became loose during a rcr case. The jaw was closed on cuff tendon and the surgeon noticed the top jaw did not fully clasp the tissue and that it was loose. No patient consequences. Another expressew 3 autocapture device was opened and the case was completed successfully. A delay of 3 min occurred. There was no patient consequence.